Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 240 mg/dl. Customer stated that she keep getting no delivery and until she started messing with it and got a motor error. Customer was unable to troubleshoot at time of call. Customer reported alarm did not occur during manual prime. The customer was advised to change entire infusion system as soon as possible. Customer was advised that we are sending a cot pump due to an software error. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 240 mg/dl. The customer was treated for high blood glucose with manual injection.

Manufacturer narrative:
Correction has been made to section on this report.